Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced blurred vision. Due to the blurred vision, the lens was removed; the patient could not adapt to the new vison. The problem was resolved. Cause of the event was reported as unknown. There are multiple device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).